Manufacturer narrative:
The z-800f pump (B)(6) was flow rate tested with a flow rate deviation of (B)(4) which is outside of manufacturing specifications. Reported issue was confirmed. Pump needs to be recalibrated.

Event description:
Healthcare professional reported "infuses slower than pump states." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned. Clarification to d.2: product code could not be entered due to system issue. Product code is frn.